Event description:
The affiliate reported the customer alleged the blood sampling valve (bsv) tip dripped diluent fluid involving coulter lh 780 hematology analyzer. The fluid was contained within the unit. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves, a laboratory coat, and face shield. The customer secured the bsv knob, but the issue persisted. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the blood sample valve (bsv) knob and a broken plastic ring that was not applying enough pressure on the spring and resolved the issue. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).